Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide catheter fracture occurred. The patient presented with unstable angina with ECG changes, dyspnea and elevated troponin levels. Vascular access was obtained via the right femoral artery and placement of an unspecified 6f sheath. A 6f runway jr4 guide catheter was advanced to the aortic root. It was noted that the catheter tip was not rotating and saline and contrast could not be flushed through the catheter. Angiography revealed a kink in the catheter while in the right common iliac artery. Upon attempt to retrieve and remove the catheter a fracture occurred. The proximal portion was removed but, the distal portion remained in the right common iliac artery. Then, the distal portion of the catheter was retrieved with an unspecified snaring device. The procedure was completed by advancing another 6f runway jr4 guide catheter to the right coronary artery. Then a 0.014 x 180 cm iq guide wire was advanced across the 90% stenosed lesion in the proximal right coronary artery and anchored in the posterolateral ventricular branch (plvb). Next, a 2.5 x 8mm apex balloon was advanced and inflated 2 times to 16 atms. A 3.0 x 12mm promus stent was advanced and successfully deployed at 6 atms with unknown number of inflations. Residual stenosis was 0%. Timi flow was grade 3. The patient was discharged on 75mg of plavix daily for at least one year. No further patient complications occurred and the patient's status is fine.